Event description:
A customer contacted baxter?s technical service center regarding a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 3 of 3. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The hp would call the peritoneal dialysis registered nurse in the morning and do a manual exchange to finish therapy in the morning. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the customer on 23 nov 2010, who stated he was not sure how he got the alarm. All the samples were discarded and there was no patient injury or medical intervention associated with this incident. This complaint for the system error 2240 (air in line) that occurred during dwell 3 of 3 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).